Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization of the d-avf of cavernous sinus. Nine orbit coils were placed in the target lesion and the 637cs1630 (complaint product) was used as 10th coil. The coil was suddenly stuck when the coil distal end passed through the proximal marker of the microcatheter (sl10 (boston scientific). When the coil was pulled back slowly, it was stuck and the delivery system was separated at approximately 60cm from the distal end. The coil was removed from the patient carefully with the microcatheter as one unit. The coil was replaced with other new product, and the procedure was completed without patient injury. The products were stored, handle and prep per labeling instructions. No damages were noticed after the products were removed from the package. A constant and dedicated saline source was attached to the microcatheter, and the microcatheter was flush after every coil was delivered and detached. The drip was readjusted after every coil was inserted. Other than the reported event, no other damages were noticed on the coil (unraveled, stretched, detached, etc). Prior to shipping, no other damages were noticed on the device.

Manufacturer narrative:
During a coil embolization of a dural arteriovenous fistula (d-avf) of the cavernous sinus, the tenth (10th) trufill dcs orbit (637cs1630) suddenly stuck when the distal end of the coil passed through the proximal marker of the noncordis sl10 (boston scientific) microcatheter. When the coil was pulled back slowly, it was stuck and the delivery system separated at approximately 60cm from the distal end. The coil was removed from the patient carefully with the microcatheter as one unit. The coil was replaced with other new product, and the procedure was completed without patient injury. The products were stored, handle and prepped per labeling instructions. No damages were noticed after the products were removed from the package. A constant and dedicated saline source was attached to the microcatheter, and the microcatheter was flushed after every coil was delivered and detached. The drip was readjusted after every coil was inserted. Prior to the event, nine orbit coils had been placed. It was reported that it is not known if additional torque or pushing was applied to the delivery system when it was stuck. Other than the reported event, no other damages were noticed on the coil (unraveled, stretched, detached, etc). Prior to shipping, no other damages were noticed on the device. A non-sterile trufill dcs orbit was received coiled inside of plastic bag. The introducer was received unzipped. The hypotube was broken in two sections; additionally, several kinks/bends were noted on it. Residues of blood were inside of the gripper. The embolic coil was still attached to the gripper and presented with stretched and kinked sections. The od from the delivery tube was measured and was found within specification. The broken section of the hypotube was inspected under microscope and it appears that it kinked prior to the separation. Stretched and kinked sections in the embolic coil were confirmed while the gripper presented with no damages. Functional testing could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14116272 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With review of the available procedural information there are no identified factors contributing to the report that the device got stuck in the noncordis microcatheter and this could not be evaluated with functional testing due to the returned condition of the device; however, the measured od was within specification. This resistance/device interaction may have contributed to the stretched condition of the coil; however, it was reported that other than the separation, no other damages were noted. The report that the delivery system separated was confirmed; the hypotube was received broken in to sections. With analysis, the cause of the broken conditions appears to be due to kinking that occurred before the separation. The cause of the kinks and the damages noted in the embolic coil could not be conclusively determined; however, these do not appear to occur during the manufacturing process as it was reported that there were no damages to the device when removed from the package. Procedural factors may have contributed to the event. Inspections are in place to prevent these types of damages from leaving the facility and based on the available information, analysis of the device and device history record review, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.